Manufacturer narrative:
Device not returned, f/u with company representative.

Event description:
It was reported by a physician that, the time to get the hv-r cement to the doughy state took longer than normal. It reached the doughy state at approximately 17-18 minutes. The operating room temperature was approximately 20 degrees c. No add'l info was reported.